Manufacturer narrative:
The subject device was returned to omsc for evaluation. It was confirmed that the grasping section was deformed and there were scratches at the tip and side of the grasping section. The grasping surface was severely worn and metal part was exposed. A part of the probe was scratched and burnt. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. As the result of this evaluation, it is concluded that the grasping section was deformed because excessive stress was applied when the subject device may have been dropped, or a hard material may have hit the subject device. And it is supposed that the grasping surface was severely worn and the metal part was exposed since the ultrasonic output was activated when the deformed the gasping section contacted directly the tip of the probe. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a procedure of a laparotomy large intestine resection. It was informed that the use of the subject device was the first time, and the tip of the subject device was bent. The procedure was completed with the subject device, and there was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, it was confirmed on (B)(6) 2015 that the grasping section was deformed and grasping surface was severely worn and the metal part was exposed.